Event description:
It was reported that a patient was never told how to use the patient programmer. About three weeks after implant, she noticed she wasn¿t feeling stimulation and she began leaking. She had a return of symptoms and loss of therapeutic effect. The patient was very active and did yoga, weight training, and zumba. Her doctor and nurse told her it was okay to work out. Stimulation was turned up and it seemed to resolve the issue. About two days prior to the report, the patient started leaking again. She also leaked a little bit the prior day while she was at the gym. The patient had been increasing stimulation a little bit at a time. Currently she was on program 1 at 5.2 and didn¿t feel stimulation. She increased to 6.0 and stimulation was strong and comfortable. The patient planned to leave it at the current setting and continue to track her symptoms. Since the day of the report, the battery door of the programmer wasn¿t closing. The battery cover would not stay attached. The patient could still use the programmer if she taped the back and held it together. She received a replacement programmer and wanted to keep her old programmer until she saw her healthcare provider on (B)(6) 2014 so she had access to the other programs. Other than that, the ¿gadget¿ worked fantastically. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that a patient was walking and had a return of symptoms on (B)(6) 2015. She thought the implantable neurostimulator (ins) was turned on. The patient received a replacement programmer and was able to adjust the current program. She made an appointment to have the other programs added, she went to the doctor to have the programs added to the programmer, and the nurse practitioner informed her that she didn¿t know how to do that. The amplitude was increased on the current program and the patient was told to let her know if it was helping or not in two weeks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0h9n5, implanted: (B)(6) 2014, product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).